Manufacturer narrative:
The company service representative examined the system and replicated the reported event. However, no parts were replaced as the customer informed the company service representative that they no longer use this system. The reported event occurred while the system was being checked and not surrounding a planned surgery. There was no patient involved. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic console suddenly turned off while it was getting checked for settings. There was no involvement of any patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).